Event description:
The facility reported an infusion pump with a defective pump head keypad. The reporter stated that when the open button is hit on the pump head keypad the pump requests that the pump channel be closed. The event was reported to have occurred after use. According to the hospital representative, no patient injury or medical intervention has been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.